Manufacturer narrative:
The product was discarded; therefore, no product failure analysis can be conducted, and device malfunction cannot be confirmed. The device history record (DHR) for the lot number 30052076l has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Concomitant products: 1. Non-biosense webster, inc. Product - st. Jude medical brk transseptal needle (407200) 2. Non-biosense webster, inc. Product - st. Jude medical agilis nxt large curl, diameter of 8.5 french sheath (g408324) 3. Biosense webster, inc product - carto® 3 system, u.s. Catalog #: unknown, serial #: unknown. (B)(4).

Event description:
It was reported that a (B)(6) male patient underwent a non-ischemic left ventricular tachycardia ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring surgical intervention. Post-procedure, cardiac tamponade was confirmed. Open heart surgery was required to close the left ventricle. Extended hospitalization was required as a result of the adverse event. Patient¿s outcome is improved. There were no factors cited that might have contributed to the adverse event. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related, it is believed that the issue occurred during the ablation phase. There were no error messages displayed on any biosense webster, inc. Equipment during the procedure. Transseptal puncture was performed with a st. Jude medical brk transseptal needle (407200) and a st. Jude medical agilis nxt large curl, diameter of 8.5 french sheath (g408324). The catheter irrigation was set in high flow from 8-15 ml/min and in low flow on 2ml/min. The pre-irrigation time was 1 second and the post-irrigation time was 3 seconds. The patient received 15 000 units IV of heparine and had during the all procedure an activated clotting time (act) between 208 and 281 seconds. The thermocool® smart touch® sf bi-directional navigation catheter was not in close proximity to another catheter and it was zeroed after the initial warm-up phase post catheter connection to the carto 3 patient interface unit (piu). The carto 3 system did not indicate to re-zero the catheter. The force visualization features used included graph, dashboard, vector and visitag. The parameters for stability used with the visitag module included stability max range of 3mm, stability min time 3 seconds and force over time of 25% min force 3gr. The additional filter used with visitag was respiration adjustment. The color option used prospectively was ablation index.